Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2013 due to pain, vertical cup position, and elevated cobalt chromium ion levels. Operative report further noted the patient fell a few years prior to the revision causing acetabulum fracture and cup rotation; however, no revision was performed at the time of patient fall. Post-fracture eccentric implant wear was noted during the revision procedure. The cup, modular head, and taper adapter were removed and replaced and a liner was implanted.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. Review of the invoice history confirms procedures occurred on the reported dates and that the cup, modular head, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06292 / -06293).